Event description:
It was reported that on (B)(6) 2021, an absolute pro was removed from the packaging when a separation was observed at the guide wire exit port. The device was set aside and not used. There was no patient involvement.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Damage was noted to the guide wire flush port\luer. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging resulted in the reported/noted material separation and noted device damages; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d4: lot number and expiration date updated h4: manufacturing date updated.